Event description:
Tip broke off at screw during an open hand case. No pt injury. On (B)(6) 2012, doctor reported via phone that the device blade broke off in the wound at the very beginning of the case when he was undermining tissue to perform a release of trigger finger. He readily removed the piece and there was no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.